Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they thought that they let the ins battery go dead because the implanted neurostimulator wouldn't charge. Patient said that they were wondering if there was a programmer (rep) in their area. Pt confirmed seeing the reposition antenna screen when trying to recharge the ins and seeing the poor communication screen when using the programmer. Pt said that it had been several months since they last charged the ins successfully. Pt said that it was about a month ago when they tried to recharge the ins. Agent reviewed possible ins over-discharge with the pt. The patient was redirected to their healthcare provider to further address the issue. Patient reported circumstances leading to the issue as battery not holding charge, then just wouldn't charge at all. Have a consult with hcp on 8/26 to discuss changing out the old battery for a new battery.